Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the lead was retuned with a fully extended helix. The helix extends and retracts within product specification. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt it was not possible to screw the helix of the right ventricular lead into the ventricle. The lead was removed. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt it was not possible to screw the helix of the right ventricular lead into the ventricle because the helix would not extend. The lead was removed. No patient complications have been reported as a result of this event.